Event description:
It was reported by the customer that their insulin pump was alarming off/on. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 10 mmol/l at time of reporting. Nothing further reported.

Manufacturer narrative:
Pump was received with motor error alarm during rewind due to corroded motor home switch.